Manufacturer narrative:
No product was returned for evaluation. Should new relevant device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 290 (mg/dl). A correction bolus was delivered to address bg level. Reportedly, customer thought the amount of insulin in their pump should have been more than the estimate indicated; however, a system check indicated the estimate was correct. Customer acknowledged.